Event description:
This lead was implanted on (B)(6) 2008 and remains implanted at this time. Patient had a steady increase in his rv impedance from 612ohms at implant to 1446ohms and threshold from less than 0.2v/0.4ms at implant to 1.2v/1 ms and a decrease in his r-wave from 8.8mv at implant to 3.9-5.5mv since (B)(6) 2012. In (B)(6) 2023 this year, his lead was screened with no obvious fracture or displacement. The plan was to persist with the lead until box change. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).